Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 60u of botox in the upper third, 2 syringes of juvéderm® volbella¿ with lidocaine in the dark circles and lips, and 2 syringes of juvéderm® voluma¿ with lidocaine in the furrows and marionette lines. Patient returned to the healthcare professional ten days later for review and results remained good. Two days later, patient was hospitalized with dry mouth, glottis closure, pallor, swelling of the lips, hands and tongue, and redness across the whole face. Patient would again be hospitalized two days later with the same symptoms. Healthcare professional noted the event to be "angioedema" event was considered severe and ongoing. This is the same event and the same patient reported under patient identifier cn-081404 (emdr-32492). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.